Manufacturer narrative:
Investigation summary: the customer reported during priming, the unit presented a nutrition leak at the bottom of the device. The report refers to product code 673662, epump int.1000ml feed&flush ns, with lot number 203070030. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported device was not returned for evaluation; however, a photograph was provided by the customer. Visual evaluation of the photograph was unable to confirm the report of leak. A root cause was unable to be found related to the manufacturing/product process. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: during priming, the unit presented a nutrition leak at the bottom of the device.